Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the knife cutting wire of device was found broken at junction of insulation coated section and non-coated wire part. Upon further inspection of the broken part, it was observed that the color of cutting wire (non-coated) was black / dark brown, suggestive of the device was used. The issue was not found before use. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus the single use 3-lumen sphincterotome v experienced difficulty/resistance when removing the wire which led to wire deformation/damage. Additionally, the user reported in the normal position, the wire must pass through scope¿s instrument channel and while inserting in papilla, it was difficult to push as the cutting wire was going out of shape. The procedure was completed with a non-olympus similar device successfully. There were no reports of patient harm or impact associated with this event.

Event description:
Additional information indicates that there were no adverse consequences to the patient during the therapeutic ercp (sphincetrotomy). The procedure was completed without delay.

Manufacturer narrative:
H4: based on the model number provided, the device was manufactured in september 2022. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to the following: 1. The device was not protruded enough from the endoscope until the rear end of the cutting wire was in the field of view. 2. The cutting wire and the endoscope were being close to each other. 3. Electrical discharge between the cutting wire and the distal end of the endoscope. 4. An electrical discharge possibly occurred, and the cutting wire became hot instantly. That might have caused the cutting wire to break. The event can be detected/prevented by following the instructions for use which state: 1) "since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the wire is very short, the output is too high or activated while the wire touches metal parts of the endoscope, or the wire is tightened too strong. When the wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the wire will be pushed out toward the papilla or move sideways. If the wire breaks off, stop the output immediately and pull the slider completely to retract the broken wire into the tube. Then withdraw the instrument from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct and/or damage of the endoscope could result." 2) "be sure that the rear end of the cutting wire is extended from the distal end of the endoscope. In case the cutting wire contacts the forceps elevator, insufficient output or unintended tissue injury may occur." 3) "do not activate output while the cutting wire touches the metal parts of the endoscope, or they are being close together. This could burn the tissue and/or damage the endoscope or the instrument." Olympus will continue to monitor field performance for this device.